Manufacturer narrative:
Following a review of the device history record for 06b17-1 all process and test criteria has been verified as complying with the permacol finished product specification. The investigation concluded satisfactory processing and packaging of tissue and resultant testing of product. There was not evidence to suggest any reason for potential product absorption, sterility or tensile strength concerns. The surgeon commented that, he knew very well the pressures that can build up inside a person when they are very ill and reported that the patient is now doing well.

Event description:
A large female patient underwent a fascial bridging repair utilizing permacol and 5 days post-operatively she returned to an assisted living facility. The surgeon reported that after her arrival at the facility, she was over medicated and became violently ill experiencing vomiting episodes. She then developed pain in the area of her surgery. She was taken to the emergency room, where she was seen by the operating surgeon. Upon examination, the surgeon found that the patient had exposed bowel through the wound. The patient was taken to surgery, where the permacol was removed as it had split and another mesh was implanted.